Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02345 for the other associated device information. It was reported to boston scientific corporation that two injection gold probe bipolar electrohemostasis catheters were used during an upper endoscopy procedure performed in 2009. According to the complainant, while attempting to treat a visible, non-bleeding vessel, the needle's metallic pusher at the red handle hub bent and fractured. The failure occurred while trying to retract the needle. As a result, the needle was left extended within the patient which required removal of both the device and catheter in tandem. The vessel then began to bleed. At which time, a second injection gold probe bipolar electrohemostasis catheter was used to control and stop the bleeding. This device was unsuccessful in stopping the bleeding. The procedure was not completed due to this event and the patient was admitted to the hospital for a surgical consult. The bleeding stopped and the patient was discharged a few days later.

Manufacturer narrative:
The device has not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted.